Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that while the PICC was inserted, difficult to advance the catheter. The catheter was removed and re-attempted insertion. Upon removal of the catheter it was discovered that the stylet had sheared at the distal end. Part of the stylet (orange part with the technology) remained in the catheter while the rest of the stylet and PICC was removed successfully. It was stated that there was approx. 0.5 cm of stylet left in place at the distal end of the PICC. The catheter and stylet were removed and a brand new PICC inserted in the opposite arm.